Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was cleaned with the reprocessor immediately after a procedure, and the forceps channel tested positive for an unknown bacterial count of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Updated fields: h2, h4, h6, h11. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.